Event description:
Home pt (hp) reports a 2240 alarm during drain 3/5 of apd treatment with the homechoice machine. The pt reports finding a leak in the pt line of the homechoice set. Pt discontinued treatment and finished with new supplies. Rn at unit reports that pt reports to unit the next day with peritonitis. The pt was treated with 2 grams vancomycin intraperitoneal and is being dosed with 120 mg of tobramycin with heparin in the solution bags. Pt is recovering from infection with no complications according the rn.